Manufacturer narrative:
Additional information received indicated the patient has had an ongoing multiple-organism driveline infection. The patient was hospitalized and was discharged home on (B)(6) 2016. The exact date the patient dropped her controller was not reported. There was no damage noted to the controller during clinic inspection. The patient was most recently treated with intravenous (IV) rocephin via peripherally inserted central catheter (PICC) and oral diflucan. The patient underwent a driveline revision on (B)(6) 2017. The driveline site was moved up and over to the center. As of (B)(6) 2017 the patient was doing well in the cardiovascular intensive care unit (cvicu). The medical team does not believe the infection is related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed an exposed segment of the velour at the exit site. As a result, the reported "velour exposure" event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that "the patient dropped her controller at home and the driveline cable pulled out of the exit site". Based on the available information, the most likely root cause of the reported "velour exposure" event can be attributed to the reported dropping of the controller by the patient. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Correction: a1, a5a, a5b. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient is current being treated with daily intravenous rocephin and oral diflucan. Corrected: age/date of birth. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. With review of the available information there is no indication of any device malfunction or performance issues related to the event. Although a root cause cannot be conclusively determined, it is likely that the dropping of the controller lead to the reported trauma at the driveline site. Information does not reasonable suggest that the device caused or contributed to the reported event. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient dropped her controller at home and the driveline cable pulled out of exit site an inch exposing the velour. The patient subsequently developed a driveline infection on (B)(6) 2016. She was treated with intravenous (IV) antibiotics and transitioned to oral doxycycline. The site never healed adequately and has been painful. A driveline revision is planned. Pictures were sent. No further information was provided.